Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provided the patient outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional the valve was not adjustable. The explanted product were delivered to miethke with the return kit inside an unknown liquid. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage were detected. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, because the valve is not able to hold a set pressure, the brake force could not be measured. We have dismantled the valve. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valve is non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.